Manufacturer narrative:
The ams800 device was returned for analysis and was visually inspected and functionally tested. No leak was found. The control pump, and occlusive cuff performed within specifications. When tested the balloon pressure was 64.5 cmh2o. The original balloon pressure rating is not known.

Event description:
It was reported that the patient had his inflatable penile prosthesis removed due to erosion. This complaint was initially submitted to FDA via asr report q1 2018 and additional information was received by boston scientific. Due to the removal of exemption e1997037, this information is provided via supplemental report.